Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2014.

Event description:
The customer reported that after getting the patient on the patient support, it moved downward 1 to 2 inches. The philips field service (fse) confirmed that there was no rescan or harm to the patient or operator. The fse was informed that the motion stopped on its own. After the motion stopped, the customer positioned the patient and performed the procedure. The fse evaluated the log files, but did not find anything unusual. The fse believes that the vertical brake had slipped and replaced it as a precaution.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that, after getting the patient on the patient support and prior to the scan, the table moved downward 1 to 2 inches. Patient was laying down at time of incident. Gantry went into estop and stopped the motion. There was no report of injury to the customer or user. The customer completed the scan and no rescan was required. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On (B)(4) 2014, the fse arrived on site and evaluated the system. Upon evaluation, the fse found the table had dropped 1-2 inches. The couch system did not stop motion and respond to a command within 5 second timeout when commanded. The table moved more than expected. The fse was unable to duplicate the problem. He reviewed the log files and did not see anything unusual. The fse was unable to determine root cause, but proactively replaced the vertical brake kit. Engineering/physics/clinical investigated the defective parts/log files. Upon evaluation engineering determined that by visual and functional inspection the vertical break was working as designed, therefore they were unable to determine root cause of this issue. CT engineering determined the issue to be of acceptable risk. At the time of event, the fse inspected and mechanically tested the system. There was nothing unusual found in the log files. The fse believed the vertical brake and he replaced it as a precaution.

Event description:
The customer reported that after getting the patient on the patient support, it moved downward 1 to 2 inches. The philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator. The fse was informed that the motion stopped on its own. After the motion stopped, the customer positioned the patient and performed the procedure. The fse evaluated the log files, but did not find anything unusual. The fse believes that the vertical brake had slipped and replaced it as a precaution.